Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# v256755, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. There was no known accident or incident related to the event. It was noted that the patient had more stress in their life and wondered if that along with the weather might be affecting frequency. Additional information received reported that the patient was going to have knee surgery and wanted to confirm how to turn the implantable neurostimulator (ins) off. It was noted that the patient had shoulder surgery before and forgot to turn the implant off. It was reported that the patient didn't feel stimulation but when they did they had to go more. It was also reported that stimulation seemed to log on when they least expected it and it hit them in the back. It was noted that the patient used to use the bathroom 20 times a day, but now used it about 15 times and maybe a little less during the summer. The patient had too many things to do right now to address therapy issue.